Event description:
I received radiesse injections on (B)(6) 2025. About 3-4 days later, I began experiencing sudden and unusual hair shedding. The shedding was excessive and concentrated around the area near the injection site, although it progressed beyond that. I have never had this level of shedding before. I consulted a dermatologist and ruled out common causes like hormonal imbalance, iron deficiency, or stress-related loss. The hair loss has caused emotional distress and forced me to change my routine and seek treatment. I believe this is an adverse reaction to radiesse, although I was not warned of hair loss as a potential side effect.